Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the sorin c5 system displayed an error message during a procedure. The machine was restarted but the issue was not resolved. There was no report of patient injury. An engineer from the distributor visited the facility and was unable to reproduce the reported issue. A pump readout was performed and the data was sent to sorin group (B)(4) for analysis. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin c5 system displayed an error message during a procedure. The machine was restarted but the issue was not resolved. There was no report of patient injury.